Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine via an implantable pump for spinal pain. The dose and concentration were unknown. It was reported that the patient was told that the pump may have been malfunctioning for several months (from (B)(6) 2017), which was why she was having symptoms for several months (from (B)(6) 2017). The patient was told that sometimes there could be a clog in the line that would give her the symptoms she was having. The patient was experiencing new symptoms of passing out at work. The patient did not feel it coming on. The patient¿s head would go to the desk, and she would pass out. The patient also had major confusion. It would take the patient an hour for her to do something that should take 5 minutes. The patient had been doing her job for 15 years, and [now] she would walk to go somewhere and would not understand where she was or what she was doing. The patient passed out, fell, and hit her head. It was noted that last week (from (B)(6) 2017), the pump alarmed due to low reservoir; the patient was going through withdrawals. Once the pump was refilled, the withdrawals were resolved. It was reported that the healthcare provider (hcp) told the patient he ¿filled the pocket¿ last week (from (B)(6) 2017) so that the medicine would get moving sooner and so the patient would feel the medication quicker. There had been no volume discrepancies. The patient went into the hospital on (B)(6) 2017 due to passing out. They ran a lot of neurological tests. They said the patient was not having seizures. They were going to do an electroencephalogram (eeg) on (B)(6) 2017 to confirm the patient was not having seizures. The onset of patient¿s symptoms was gradual. There was no out of box failure reported. There was no medical or therapy problem associated with small parts reported. There were no further complications reported.